Event description:
Device returned to MFR for analysis with report of explant due to "return of pain - dye study & rotor study done showed failed rotor". Follow up with hcp revealed pt returned for refill and 16 ml were found in the pump instead of 3 ml. The pt complained of increased pain and burning in left leg, foot and glut. Boluses were attempted with no response. Pt is doing well with new system and pain level has returned to normal level.